Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil was not in place/left coil was perforating through the top of my left tube') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("little sore/still sore") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure was removed in 2016. At the time of the report, the fallopian tube perforation outcome was unknown, the pain had not resolved and the back pain had resolved. The reporter considered back pain, fallopian tube perforation and pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "fallopian tube perforation, pain and back pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.